Event description:
Additional information reported that this device was implanted on the left side and did not have an event associated with it.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 7.2 cm in diameter. It was reported that an angiogram done and an ultrasound done showing evidence of stent graft stenosis in the right iliac limb stent graft; however, the cause is unknown. There was no evidence of stenosis in the bifurcate or in the left iliac limb stent graft. An ultrasound was done approximately five years and six months post index procedure, a distal type I endoleak from the right limb stent graft was observed. The distal type I endoleak was seen again on the CT scan done approximately one month later. No clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.